Event description:
This pt was implanted with gore tag thoracic endoprostheses for a descending thoracic aneurysm. Prior to implant, the pt had a spinal drain placed. Post-procedure, the spinal drain was replaced with a new drain. Post-operatively the pt experienced anemic symptoms and bilateral leg weakness, which was attributed to a probable ischemic injury of the thoracic spine with partial paralysis. About 2 weeks later, the pt presented with a fever which stabilized with medication. Later that day, the pt expired due to cardiac arrest and respiratory failure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Death.